Manufacturer narrative:
(B)(4). (B)(6). Reporter had indicated that product will be returned. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that foreign substances were inside of the sterile packages. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The complaint sample was evaluated and the reported event was confirmed through physical evaluation. Visual inspection of the returned device identified that the cavity was completely sealed and appeared to be in good condition. However, a small piece of debris was confirmed to be inside the sealed cavity on the inner pouch. The device history records were reviewed and no discrepancies relevant to the reported event were identified. The root cause is determined to be a manufacturing deficiency. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.